Event description:
Related manufacturer reference number: 2017865-2024-69753. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed loss of capture and dislodgement confirmed via x-ray on the left ventricular (lv) lead. During the surgery the implantable cardioverter defibrillator (ICD) was fund to have migrated. The physician elected to explant and replace the lv lead. But due to occlusion the lead revision was abandoned. The patient was in stable condition.

Manufacturer narrative:
Correction: a3a should not have had made listed and h1 should have selected serious injury not malfunction.

Event description:
New information notes that the left ventricular (lv) lead and implantable cardioverter defibrillator (ICD) were explanted and replaced. ICD was also noted to have migrated during surgery. The patient was in stable condition.

Manufacturer narrative:
Correction: b6 missing information.